Event description:
The user received erroneous results for two patient samples. Sample 1 initial bicarbonate result was 50 mmol/l, repeat result was 30 mmol/l; initial calcium result was 16.4 mg/dl, repeat result was 10.0 mg/dl and initial glucose result was 519 mg/dl, repeat result was 288 mg/dl. Sample 2 initial glucose result was 182 mg/dl, repeat result was 92 mg/dl. Only the glucose result for sample 2 was reported and the lab sent a corrected result report. The patient was not treated based on the reported result. None of the original results for sample 1 were reported. The reagent lot numbers were not provided. The field service representative was unable to determine a cause. The analyzer was working as designed per a check test, rotor light barrier and workstation accuracy checks. He noted the user was not spinning the greiner tubes per the manufacturer's specifications. The field application specialist determined the cause was an instrument sampling issue or an issue with the collection tubes.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.